Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge and pump repeatedly declared minimum fill error, and customer mentioned not removing residual air before filling cartridge with insulin. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through properly filling and loading new cartridge, and issue was resolved when new cartridge was successfully loaded, allowing insulin delivery to resume.